Event description:
On (B) (6) 2010 the lay user/patient contacted lifescan (lfs) to report the one touch basic meter was giving the 'clean test area' message. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010 at 11:30 pm the patient noted the reported meter was displaying the 'clean test area' message; she did not obtain a blood glucose reading. At 11:50 pm the patient experienced the symptoms of sweating, feeling 'hot and cold', and she felt low. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's testing technique was correct and the battery did not need to be replaced. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.